Manufacturer narrative:
H.6. Investigation summary: bd has performed a device history record¿s review (DHR) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aqls), were manufactured and released according to applicable procedures and specifications. The image and samples sent by the customer were verified and it was possible observe barrel tip damaged. The potential causes for the occurrence is a failure assembly station. The production process was validated according the procedure and to the characteristic reported by this complaint (B)(4). H3 other text : see section h.10.

Event description:
It was reported that the oralpak 3ml blue hospital experienced tip/luer of syringe cracked/damaged/deformed/bent which was noted prior to use. The following information was provided by the initial reporter: it was identified that the 3ml dosing syringe was broken, with its tip missing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the oralpak 3ml blue hospital experienced tip/luer of syringe cracked/damaged/deformed/bent which was noted prior to use. The following information was provided by the initial reporter: it was identified that the 3ml dosing syringe was broken, with its tip missing.